Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer says that insulin pump has been freezing on him says he presses the act button and the insulin pump is not responding confirmed that the time on the insulin pump is advancing. The customer was asked if recalls any significant events leading to the keypad issues. The customer response is nothing. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was unable to complete or performed the high and low blood glucose troubleshoot was in a rush and at the doctors office.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.